Event description:
It was reported that the sample (B)(4), from "(B)(6)", was tested with serology. The test result was negative (k-), which contrasted with molecular typing performed on (B)(6) 2024, using the ID core xt assay which provided a positive result (k+) with ID core xt analysis software v3.0.2.